Manufacturer narrative:
Device 15 of 16. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's sister inspected her brother's wafers and confirmed that she had 16 wafers with off-centered starter holes. The products were not stored in original boxes and were not used by the patient. No photo is available at this time.